Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite¿ extension set, low sorbing, 0.2 micron filter the lines came apart. There was no report of patient impact. The following information was provided by the initial reporter: we have had a couple of the low sorb lines come apart during priming the lines. Staff will check all lines prior to priming now, not sure if this an isolated incident.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13sep2022. One 20350e-0006 sample was received without the original packaging for investigation; however, the customer indicated the complaint sample is from lot 21095537. The feedback provided by the customer indicates separation was detected at the filter tubing joint during priming. A visual inspection of the returned sample confirms the customer's experience as the tubing has separated from the tubing filter joint. The location where the separation occurred appears to be discoloured. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by an excess of solvent having been applied to the tubing filter joint during the assembly process; this excess of solvent would have weakened the tubing resulting in the reported separation being more likely following manipulation of the joint. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 21095537 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 20350e-0006 product over the past 12 months.

Event description:
It was reported while using bd smartsite¿ extension set, low sorbing, 0.2 micron filter the lines came apart. There was no report of patient impact. The following information was provided by the initial reporter: we have had a couple of the low sorb lines come apart during priming the lines. Staff will check all lines prior to priming now, not sure if this an isolated incident.